Manufacturer narrative:
Full UDI number updated. The event unit was not returned for evaluation. In the absence of the subject device it is difficult to determine the exact root cause of the tissue bag breakage. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. During the bag assembly process, all bags and sealed are inspected for non-conformances. The root cause of the event could not be confirmed. Applied medical will continue to monitor its vigilance systems for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Btl w/ oophorectomy - "upon removal of the specimen bag from the patient the bag broke with minimal tugging force. A second bag was used and it too broke with minimal force. A third bad was then used and it held up to its standard. The incident date as well as the applied contact date are an educated guess. This is due to the customer following a different internal protocol. Colleen corbit may have the correct dates. The two bags that failed were not kept for inspection." Patient status: "ok."